Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of oversensing were noted on the device. The device was explanted and replaced to resolve the event. Patient was stable and will continue to be monitored.

Manufacturer narrative:
The pacemaker was received for analysis in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analyses were performed, including atrium and ventricle sensitivity tests, which did not reveal any sensing issues. Visual inspection of the header and connectors did not reveal any contamination or foreign material that could have contributed to the sensing complaint. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated noise was observed on the device resulting in pacing inhibition.